Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous graft of the forearm. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced to the lesion. The balloon was inflated for 60 seconds however the balloon ruptured at 24 atmospheres on the second inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device revealed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was located at 1cm proximal to the proximal edge of the distal markerband. A microscopic examination of the distal markerand identified no issues which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous graft of the forearm. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced to the lesion. The balloon was inflated for 60 seconds however the balloon ruptured at 24 atmospheres on the second inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.